Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument involved in this procedure and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The instrument failed the recognition test based on log review, but not during in-house testing. A review of logs found error code 282 indicating "tool invalid reason: one or more tool sensors were not detected: only tool magnet detected (tool sn not available) on universal surgical manipulator (usm) 3". The instrument was placed and driven on an in-house system and passed the recognition and engagement tests on multiple attempts. The stapler initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No issues found with the returned instrument and no errors appeared during in-house testing. The probable root cause of the alleged problem cannot be determined at this time. The complaint regarding the ¿stapler cannot open in situs¿ was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting unclamping issue, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. The product has not yet been received for analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The probable root cause of unclamping issues may be attributed to either device design or use conditions. Regarding design, the instrument I-beam assembly can be jammed due to high drive-train friction caused by a damaged sleeve near the distal clevis. Regarding use, the sureform stapler instrument may experience unclamping issues if it detects too much tissue in the crotch of the jaws or tissue too thick to begin firing. In the event that the da vinci system is unable to unclamp the sureform stapler instrument normally, the user will be presented the option to force unclamp on the surgeon console touch pad. This issue can also be resolved by using an alternate instrument to complete the procedure. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the sureform stapler failed to unclamp. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the sureform 45 stapler instrument could not be opened after the reload was installed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The procedure was a pancreas left resection. The instrument issue occurred before pancreatic transection. The stapler was used with a black reload. The surgeon experienced clamping issues prior to firing the reload. The failure to open jaws occurred before stapling and the jaws were stuck on pancreas tissue. The surgeon was able to open the jaws at the console. There was no adverse effect to the grasped tissue, no unexpected tissue removal, and no bleeding.